Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon could not be duplicated. It was reported that noise was appeared due to adhesion of liquid to the video connector receiver. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Based upon the information from sorc, omsc surmised that the reported phenomenon occurred since there was a communication failure between the subject device and the endoscope due to povidone iodine adhering to the video connector receiver of the subject device.

Manufacturer narrative:
The subject device was returned to sorc but not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, a camera head was connected but the image of the subject device was not displayed. The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. It was reported that the user had adhered povidone iodine to the electrical contacts before the preparation. Other detailed information was not provided. There was no report of patient injury associated with the event.